Event description:
It was reported that during a hallux arthrodesis, the cannulated screw was being placed and when the screw was finished tightening, the head of the screw broke. It is not known if fragments were retrieved from the patient. Surgery was not delayed for more than 30 minutes and the procedure was finished with a backup device with no patient injuries.

Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A visual inspection of the photo confirms the head of the screw is broken off. The photo does not show the rest of the screw. There is no lot number listed for the screw as well. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.